Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the unit was out of calibration and the rpms were low. The plug harness assembly, spring seal, and internal ring were replaced and the unit was re-calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that the device was in need of repair for perforation in power cable. At product evaluation the motor speed was found to be below specification. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.